Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself. (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported that the device and right ventricular lead failed defibrillation testing on the day of implant. Three days later, the device and lead were explanted and replaced due to medical judgment. It was also noted that the two replacement epicardial patch leads also failed defibrillation testing even at the highest device output. The epicardial patch leads remain in use. No patient complications have been reported as a result of this event.